Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital due to receiving inappropriate electric shocks. During the follow-up, it was observed the device recorded several episodes showing artifacts. Isometric maneuvers were performed by the patient, however, noise was not reproducible. The device data was sent to technical services (ts) for review. The s-ICD system remains in service. No additional adverse patient effects were reported.